Event description:
Per the clinic, the patient experienced infection and skin breakdown at implant site; subsequently the patient's device was explanted (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.